Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 06/19/2014. Evaluation shows both seat rails are bent. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, the bar that seat upholstery bolts to is bent.